Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. Awareness for the reported issue was given to personnel who perform the assembly process. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the product has a class 2 rating and canada health found that the label contradicted the license information. The address on the label did not match the license address. The product use was not impacted". There was no patient involvement, and no adverse event reported.